Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided and therefore, a device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A used sample was returned without its original packaging. Visual inspection was performed finding no discrepancies. Functional testing was performed by inflating the cuff and inflation line of the sample and submerging the device underwater. A leak was detected in the tube of the inflation line. The reported event of balloon deflation was confirmed. The root cause of the reported issue could not be determined; however, the most probable causes for this event are the product become damaged after it left the facility or the lack of detection by production personnel. Actions taken to mitigate the reported problem was re-training of production personnel in the procedure.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that three weeks following placement of a smiths medical portex® blue line ultra® tracheostomy tube the pilot balloon was noted to be deflated. Subsequently, a tracheostomy (trach) tube change out was required. There were no reported adverse patient effects.